Manufacturer narrative:
Additional information was received that the entire system was replaced due to physician's preference. Additional suspect medical device components involved in the event: model:sc-2138-70 serial: (B)(4), description: scs 70cm iii lead explanted. Leads will not be returned to bsn as they were discarded by medical facility.

Event description:
A report was received that the patient underwent an explant procedure. The physician replaced patient's ipg due to suspected malfunction. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a explant procedure. The physician replaced patient's ipg due to suspected malfunction. The patient is reportedly doing well following the procedure.